Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) had a blank screen. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse observed that the touchscreen lock was on. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).